Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that high, and increasing impedance and threshold values were exhibited with the right ventricular (rv) lead. Reprogramming changes were made for lead polarity. The rv lead remains in use. No patient complications have been reported as a result of this event.